Manufacturer narrative:
All generators are testing for proper functionality prior to final release. There has been one additional complaint recorded for similar issues with (B)(4) sold of all serial numbers since 2008. This unit was manufactured in 2012 and is approximately 6 years old. The unit is being evaluated by the repair department. Once they complete their evaluation we will receive a repair report and a final report will be submitted. This report is being submitted retrospectively per FDA request.

Event description:
According to the reporter, pre-operatively, the unit was making noise when turned on. It was checked and found that the noise they were hearing was the monopolar discharging. It was showing an output in the esu analyzer when not engaged. There was no patient involvement.